Event description:
A physician attempted an arteriotomy closure with a starclose se after an interventional procedure. It was reported: "high location in angiography, but good for close with device. The patient had pain in the lumbar region during actp. It seemed a retroperitoneal hematoma but, decided to use the device and then they did another exploring and the bleeding stopped." No other information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.